Manufacturer narrative:
Motor error alarm noted during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. No physical damage noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 455 mg/dl, which was treated with another insulin pump. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.